Event description:
The smartwire functioned as intended during the first use measuring for pre-ivus, but prior to the second use for post-ivus, was unable to zero during the operation check prior to insertion into the patient. Smartwire use was discontinued at this point. Upon manufacturer's receipt of the device for investigation, it was observed that the sensor was fractured and partially missing and the dome was found missing from the distal tip. The device was decontaminated prior to evaluation. The patient is currently doing well and has not experienced any adverse events.

Manufacturer narrative:
(B)(4). The device was visually inspected upon return. The following damage was noted: significant stretches, kinks and bends, green discoloration on the cable connector, a broken and missing sensor, and a missing distal tip dome (approximately 0.5mm x 0.5mm). The complaint of "device could not zero" is likely due to liquid ingress during the procedure resulting in the observed green discoloration of the cable connector. It is highly unlikely the sensor broke off while inside the patient. If the sensor had broken off inside the patient, the system would display an error code "attach wire to connector. The sensor was still present after patient use since the device produced a could not zero error prior to reinsertion into the patient. It is also highly unlikely the dome was lost inside the patient. A missing dome would lead to resistance poor steerability, and elevated enzyme levels during the procedure. The user did not report any resistance or steerability issues and did not report an adverse event so enzyme levels were not elevated. Upon notification of the missing sensor and distal tip, and inquiry into the patient condition, the manufacturer was informed that the patient experienced no adverse events and is doing fine. The most likely scenario is that the sensor and dome were damaged after that device was first used and removed from the patient, but prior to the second use either caused by handling prior to the process of zeroing the wire or during the return shipment of the device for evaluation. There was no malfunction of this device. Management review of 01/14/2010 determined this case should be reported for notification purposes only.